Manufacturer narrative:
The hill-rom technician spoke with the account and confirmed the nurse call function was working. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed is not sending a nurse call. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).